Event description:
During a coronary procedure the wire came out of the side of the catheter. It was reported that when the doctor tried to remove the catheter, the pigtail portion of the catheter broke off inside the pt. The broken piece was retrieved and the procedure was completed safely using another catheter.

Manufacturer narrative:
Device evaluation. Only the tip was returned for investigation. Under visual inspection, it was obvious that the tip portion was separated from the catheter body. Under magnification, the tip did not appear to have been easily separated from the body tubing which was stretched with a very uneven separated end. A root cause is undetermined, however, the returned portion exhibits evidence that the tip was exposed to significant force prior to breaking. Based on the report it can be determined that the physician contributed to the product failure by pushing the guide wire through the catheter. The device history record was reviewed with no significant anomalies found. All samples tested prior to release met dimensional and performance specifications. Merit's complaint database was reviewed and there were no other complaints filed for this product and lot number. Evaluation codes: method other: the device history record was reviewed. Merit's complaint database was reviewed. Results: other: cardiology catheter.